Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') and menorrhagia ('heavy menstrual bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, menorrhagia, chronic cervicitis, adenomyosis, paratubal cyst, pelvic pain female, menses irregular with excessive bleeding and cystoscopy. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("painful intercourse"), dysmenorrhoea ("hurts in her fallopian tube with menses") and discomfort ("feels like something is being ripped out of her/ increasingly severe discomfort"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), tooth disorder ("excessive dental problems"), anxiety ("anxiety"), depression ("depression"), amnesia ("memory loss"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was treated with surgery (hysteroscopy with d&c novasure ablation and laparoscopic assisted vaginal hysterectomy (lavh) with bilateral salpingectomy cystoscopy. D&c surge). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, discomfort, back pain, abdominal pain, abdominal distension, tooth disorder, anxiety, depression, amnesia, abnormal weight gain and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, anxiety, back pain, depression, discomfort, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2021. Mr received: medical history, reporter information added. Hysteroscopy with d&c novasure ablation reported. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') and menorrhagia ('heavy menstrual bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, menorrhagia, chronic cervicitis, adenomyosis, paratubal cyst, pelvic pain female, menses irregular with excessive bleeding and cystoscopy. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("painful intercourse"), dysmenorrhoea ("hurts in her fallopian tube with menses") and discomfort ("feels like something is being ripped out of her/ increasingly severe discomfort"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), tooth disorder ("excessive dental problems"), anxiety ("anxiety"), depression ("depression"), amnesia ("memory loss"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was treated with surgery (hysteroscopy with d&c novasure ablation and laparoscopic assisted vaginal hysterectomy (lavh) with bilateral salpingectomy cystoscopy. D&c surge). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, discomfort, back pain, abdominal pain, abdominal distension, tooth disorder, anxiety, depression, amnesia, abnormal weight gain and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, anxiety, back pain, depression, discomfort, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.